Event description:
It was reported that the lotus edge delivery system kinked. A 27mm lotus edge valve system, isleeve introducer & extra small (xs) safari2 guidewire were selected for a transcatheter aortic valve replacement(tavr) procedure. Vascular access was gained through a right transfemoral approach. While advancing the 27mm lotus edge valve delivery system catheter over the aortic arch, the delivery system catheter kinked. The kinked delivery system catheter was removed and the procedure was completed with a new valve. No patient consequences occurred.